Event description:
It was reported that the patient experienced hypoglycemia with a measured glucose of 60 mg/dl after the insulin pump became nonfunctional due to a dead battery and loss of the charger; the patient self-treated with oral glucose, and the pump had previously administered an automated correction to 180 mg/dl that did not precipitate the low. Investigation of this case revealed an unconfirmed root cause with contributing circumstances related to a nonpowered pump and user-reported charger loss. Symptoms include nausea associated with the hypoglycemic episode. Outcomes included transient symptomatic hypoglycemia resolved with oral carbohydrates, without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause, with use error and device unavailability as potential contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.